Event description:
It was reported the patient had an upcoming revision on tuesday due to low battery and impedances out of range. The reporter stated they though this may be motor cortex, but they were not positive. It was noted the patient met with their healthcare professional (hcp) last week. Additional information received reported the implantable neurostimulator (ins) was replaced. It was noted that impedance were checked and they were within range. It was further noted the patient was programmed by their hcp. Additional information received reported the cause of event was ins battery depletion. It was noted the battery depletion was normal. It was further noted the patient had distortion and a return of severe pain to the left face. The reporter stated the right abdominal motor cortex battery replacement was successful. It was noted the patient was hospitalized and the patient outcome was no injury.

Manufacturer narrative:
Concomitant products: product ID 748951, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 748951, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3998, lot # lb3390, implanted: (B)(6) 2004, product type lead. (B)(4).